Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a left anterior descending and diagonal interventional coronary procedure with impella support. Reportedly, the sheath was upsized to 14f and the procedure was completed. During closure of the access site, the first proglide suture tightened well. The second proglide suture broke during advancement of the knot. No additional proglide suture was attempted to complete large-hole closure. Hemostasis was achieved and oozing, at the access site, was treated with manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.